Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2009 - the patient was implanted with a davol flat mesh and a non-davol mesh during an unspecified vaginal procedure. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records have not been provided. We have contacted the initial reporter to request additional information and to request return of the device for evaluation. A manufacturing review was performed and found no evidence of a manufacturing related caused for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.